Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was due the patient disconnecting from the set. A labeling review was performed and found to be adequate for the use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxters technical service center regarding a system error 2240 alarm (air in line), which appeared on the homechoice (hc) during patient use. The home patient (hp) disconnected to use bathroom, the hc alarmed and the hp reconnected. The tsr assisted to retrieve the cassette and advised the hp to let the registered nurse (rn) know she reconnected after receiving the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. Proper procedures per the user manual were reviewed with the hp. The sample was discarded.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.